Manufacturer narrative:
(B)(4). Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient is experiencing a gap between the metal implant and bone, seen on the x-ray, but this cannot be confirmed. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is exhibiting a gap between the implant and the bone on an x-ray.